Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/18/2017 with the following findings: a review of the black box showed consecutive call service 052/054 alarms, and an unexplained loss of prime event. The pump powered on the the verify screen with auditory and vibratory features. The display was fully illuminated. The blank screen complaint was unable to be duplicated. Immediately after confirming the verify screen the pump gave a replace battery alarm. The pump cover was removed to find moisture on the printed circuit board and internal components. The complaint of a blank display was no duplicated but the required test steps were not completed due to moisture ingress in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient's blood glucose on an unknown date was 563 mg/dl with moderate ketones and extreme thirst. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's delivery settings were not recently changed by a healthcare provider. A blank display screen starting on (B)(6) 2017 was reported. This complaint is being reported because the reported health event was attributed to an alleged pump issue.